Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the inner parts of the universal driver was deformed, so the drill could not be used properly. The drill was drilled eccentrically. The drill was not deformed.